Event description:
Right distal femur fracture during tka procedure. During insertion of the femoral component as surgeon attempted to clear the posterior lateral aspect of the femoral component from the tibial baseplate, the knee was hyperflexed and a audible crack and palpable fracture was noted.